Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The medical professional and guidant representative tried to interrogate the device with two different programmers and three different wands. The out-of-range telemetry message continued to appear. Tones could not be generated when a magnet was applied. A guidant technical services consultant discussed device replacement since they were not able to communicate with the device. Guidant received additional information that the device was not able to be interrogated at another hospital, and was explanted and replaced. During the device replacement procedure, deep abrasions were noted in the insulation of the defibrillation lead. The lead was surgically abandoned and replaced.